Manufacturer narrative:
The tech found a broken upper pivot where the wires go through. The tech replaced the siderail to repair the bed. The tech indicated the siderail was damaged from abuse.

Event description:
Info received indicates the left head siderail will not stay up.